Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer was docking the system when an error occurred. The customer power cycled, and hard power cycled the system, but the error persisted. The customer attempted another hard power cycle without a resolution. The customer stated that they did not have another sp system available at the time. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the system had initially powered on without errors, and the issue occurred when the docking process began. The customer was able to convert the case to a da vinci xi system from another room to complete the procedure robotically. Due to the conversion, six additional port incisions were made, making seven incisions total, with the original planned for the si procedure. The customer stated that as far as they were aware, the patient had tolerated the procedure conversion.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse called the site and spoke with the site's robotics coordinator. She confirmed the issue reported. The fse then went on site to inspect the system. The fse confirmed the error at system start up. To correct the issue, the fse replaced the cannula mount and the sp cannula ID (scid) to correct the issue. The system passed all required tests. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.